Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her one touch ultralink meter was displaying a "sample too small" message and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt at about one week later, to obtain/verify the following info. The pt stated the reported issue first occurred a few days before the event date, but did not develop any symptoms until the day of the event. On this date, the pt attempted to test on her meter but was not able to get a result. Approximately 1 hour later, she was on the road for work. The pt reportedly started to sweat profusely and was also told that when she was speaking to someone on her cell phone, she kept on repeating herself and not making sense. When she realized that her blood glucose levels were low, she ate food and drank juice. Her co-workers were concerned and contacted the emergency medical services for her. By the time the ems arrived, the pt's blood glucose was 78 mcg/dl on the ems meter. The pt did not receive any add'l medical intervention and was advised to go home and rest. According to the troubleshooting performed with customer service, the reported issue was resolved. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic after not being able to obtain a result from her meter. The pt administered self-treatment with food/drink.